Event description:
This is the failure of the new design which was supposed to fix the old design failure of radiographic head and arm breaking off and crashing down on a supine pt and/or operator trophy's previous voluntary recall was supposed to address this problem. This unit was newly modified by trophy. The problem is not fixed and is dangerous.